Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the touch screen was not calibrating. It was indicated that the bezel assembly was cracked. It was also indicated that the keyboard was damaged. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was not calibrating. The programmer was returned for service. No patient complications have been reported as a result of this event.